Event description:
It was reported that a patient underwent an obturator sling procedure in 2006. The patient continued to experience vaginal pain and mesh exposure requiring procedures for mesh removal. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.